Event description:
Caller reported a cartridge alarm 30, which did not cause the customer's blood glucose to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. As a resolution, technical support agreed to replace the pump, instructing the customer to use multiple daily injections as a backup therapy. The customer was informed about receiving a new pump with updated software and acknowledged the need to return the original pump within 10 days using a provided return box and pre-paid label.